Event description:
The customer reported a loss of system motorization functionality. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rui (remote user interface) and joystick were evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.